Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette was leaking from the supply line tubing. This was identified during set up for automated peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. The leak was noted ¿closer to halfway between the supply bag and the device¿ while priming for pd therapy. Renal therapy services (rts) assisted the patient with removing all the supplies and to start over with all new ones. Rts advised the patient to contact their peritoneal dialysis registered nurse regarding the event and also discussed the use continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.